Event description:
It was reported that on nov 28th, the surgeon performed a robotically assisted sigmoid colectomy. The surgeon used an ethicon powered circular stapler for the anastomosis. The anastomosis passed an air-leak test. On dec 5th, the surgeon decided to re-operate on the patient suspecting a leak in the colon. The surgeon found a hole in the side of the anastomosis. A colostomy was performed, and the patient is recovering. The surgery was not delayed and was completed successfully. There were no fragments generated.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: the pa did not fire but the surgeons did. Dch has been using circular buttressing since 2017 and it was used in these cases. There were no issues with the circular staplers during the initial surgery. Leak tests were passed, and donuts were sufficient. The surgeons close until snug, verified that they are in the green range, held for 1-minute and then fired. The rep did not recall them re-tightening. The staple line was not examined intraluminal. The leaks happened within a week to 21 days. It was believed that all the patients had diverticulitis and it is unknown if chronic. It was asked if the surgeon¿s believed the leaks were staple related and regional sales stated that they really don¿t know at this point. The patients are sick, and they operate on these types of patients every day. The rep also shared that the patients presented with fever, abdominal discomfort, elevated wbc, abscess on the staple line, hole on the staple line (described as it blew out the side of the staple line). One patient was injected with contrast which showed the leak. There was no mention of staple form issues. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? Is the colostomy permanent or temporary? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 01/24/2023. Additional information was requested and the following was received: was the staple line visualized endoscopically during the initial surgical procedure? It was visualized laparoscopically, but not trans-rectally. How many days postoperative did the leak occur? 7 days how was the leak identified? Contrast what was observed at the site of the leak upon reoperation? Small <1cm hole along staple line is the colostomy permanent or temporary? Temporary were there any issues experienced with the device in the initial surgical procedure? No does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? He doesn¿t think so but he doesn¿t know the cause given it passed a leak test.